Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 45 to 50 mg/dl. The customer was treated for their blood glucose with soda and peanut butter. The customer declined troubleshooting the issue and was not hospitalized. The customer did not return the product back for analysis.